Manufacturer narrative:
The reported meter was returned and investigation and a new issue was observed. Performed visual inspection on returned meter and no issues were observed. Meter powered on with button depression and upon docking. Unable to perform control solution testing. The meter was unable to perform a bar code scan. During further investigation, a detached inductor on the pcb (printed circuit board) was observed. A readings issue was not observed. The complaint is not confirmed.

Event description:
A healthcare professional reported receiving an inaccurately high reading on the adc blood glucose meter. Health professional reported receiving a meter reading of ">500 mg/dl" compared to a lab result of 169 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The reported adc reading was obtained from a patient experiencing medical issues unrelated to diabetes. The reported issue did not cause or contribute to a death, serious injury or mistreatment.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported receiving an inaccurately high reading on the adc blood glucose meter. Health professional reported receiving a meter reading of ">500 mg/dl" compared to a lab result of 169 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The reported adc reading was obtained from a patient experiencing medical issues unrelated to diabetes. The reported issue did not cause or contribute to a death, serious injury or mistreatment.